Manufacturer narrative:
Non-healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine (70.0mcg/ml at 19.981mcg/day), bupivacaine (5.8mg/ml at 1.4272mg/day), baclofen (70.0mcg/ml at 19.981mcg/day), and dilaudid (10.0mg/ml at 2.854mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported that "maybe around 2012" the pump was implanted backwards. No symptoms were reported. There were no further complications reported at this time. Additional information was received from a consumer. It was reported that after new pump surgery, the patient was in "so much pain." A new hcp replaced and fixed the problem by undergoing another surgery. The issue had been resolved. There were no further complications reported at this time.